Event description:
A customer reported encountering a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset information and guided them through the process. After resetting the pump, the error code did not reappear. The customer was instructed to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.